Manufacturer narrative:
The event unit have returned to applied medical for evaluation. A follow up report will be submitted upon completion of investigation.

Event description:
Procedure performed: laparoscopic supracervical hysterectomy event description: the rep was present during the case. During the case the surgeon was sealing and cutting along the mesosalpinx. The blade was not fully transecting the tissue after the seals. The tissue that was cut also did not look "cleanly transected". The amount and location of tissue cut by the device varied. Sometimes the device would cut between 25-75% of the tissue in the jaws, sometimes the uncut tissue would be proximal, sometimes it would be distal, and sometimes the device would not cut the tissue at all. When the tissue was not cut, the surgeon regrasped and recut the target tissue. The surgeon did not experience any difficulty using the blade lever. During the case there was also one seal that did not appear to have fully sealed the tissue, the lumen of the vessel was still visible. Complaint device was used to complete the case. No patient injury. Product is available for return. Additional information received via email on 17may2021 from applied medical voyant project manager. The cutting issues began from the second seal of the case. The cutting issues occurred on most bites taken through the mesosalpinx and even on the broad ligament, I would say throughout the procedure about 50% of all activations had cutting issues. It was the worst on the mesosalpinx but also happened on the broad ligament. Also, just across the board none of the cuts looked "clean" they had jagged edges and did not appear to have a smooth transection. The surgeon utilized voyant to get hemostasis, also upon further inspection of the video footage of the case it appears the bleeding could have been from a tear while dissecting that was just outside the seal line. Type of intervention: continued case using the complaint device. Patient status: no patient injury.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. The jaws of the returned device remained partially closed after unlatching due to excessive blood/eschar buildup. The blade was unable to be deployed and the edge of the blade was damaged and partially exposed at the hinge of the jaws. After the jaws were cleaned, the blade was fully functional. Based on the description of the event and evaluation of the returned unit, it is likely that device was unable to cut due to the damage that was observed on the edge of the blade. The event was reported based on the partially exposed blade that was observed during the original inspection of the returned device. Upon further review of the returned unit, the blade was not truly exposed and was is not reportable as it is unlikely to cause or contribute to death or serious injury.

Event description:
Procedure performed: laparoscopic supracervical hysterectomy event description: the rep was present during the case. During the case the surgeon was sealing and cutting along the mesosalpinx. The blade was not fully transecting the tissue after the seals. The tissue that was cut also did not look "cleanly transected". The amount and location of tissue cut by the device varied. Sometimes the device would cut between 25-75% of the tissue in the jaws, sometimes the uncut tissue would be proximal, sometimes it would be distal, and sometimes the device would not cut the tissue at all. When the tissue was not cut, the surgeon regrasped and recut the target tissue. The surgeon did not experience any difficulty using the blade lever. During the case there was also one seal that did not appear to have fully sealed the tissue, the lumen of the vessel was still visible. Complaint device was used to complete the case. No patient injury. Product is available for return. Additional information received via email on 17may2021 from applied medical voyant project manager. The cutting issues began from the second seal of the case. The cutting issues occurred on most bites taken through the mesosalpinx and even on the broad ligament, I would say throughout the procedure about 50% of all activations had cutting issues. It was the worst on the mesosalpinx but also happened on the broad ligament. Also, just across the board none of the cuts looked "clean" they had jagged edges and did not appear to have a smooth transection. The surgeon utilized voyant to get hemostasis, also upon further inspection of the video footage of the case it appears the bleeding could have been from a tear while dissecting that was just outside the seal line. Complaint was initially reported due to condition of returned unit (exposed blade). Type of intervention: continued case using the complaint device patient status: no patient injury.